Event description:
On (B)(6) 2010, a spontaneous report was received via email regarding a female (age not reported) who received an injection of restylane (cross-linked hyaluronic acid dermal filler). Medical history, skin type and concomitant medications were not reported. The pt received an injection of restylane to the area under the right eye. The amount injected and date of injection were not reported. Pre-procedure medications and additional procedures at the time of implantation were not reported. On an unk date, the pt experienced some blurry vision in the right eye which began following a restylane injection in the area under that eye. The lot number and expiration date were not reported. Additional info has been requested.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2010, a spontaneous report was received via email regarding a female (age not reported) who received an injection of restylane (cross-linked hyaluronic acid dermal filler). Medical history, skin type and concomitant medications were not reported. The pt received an injection of restylane to the area under the right eye. The amount injected and date of injection were not reported. Pre-procedure medications and additional procedures at the time of implantation were not reported. On an unk date, the pt experienced some blurry vision in the right eye which began following a restylane injection in the area under that eye. The lot number and expiration date were not reported. Additional info has been requested.

Manufacturer narrative:
(B)(4).